Event description:
It was reported that procedure was cancelled. A target lesion was located in the moderately to severely calcified and mildly tortuous right coronary artery. A 1.75mm rotablator was selected for use. During procedure, physician advanced burr to distal right coronary artery, however device stalled and became stuck in vessel. The device was pulled out intact from the patient body. No patient complications were reported.